Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead were high out of range. It was suspected that there was an issue with the electrode tip of this lead, as impedances using a ring to can configuration were acceptable. The patient is reportedly elderly and frail, so the physician did not want to place a new rv lead. However, the patient is also reportedly pacemaker dependent. Surgical intervention was undertaken wherein the pocket was opened and this rv lead was plugged into the left ventricular (lv) port of the patient's new device and a previously abandoned rv lead was inserted into the rv port. When the system was tested, noise, oversensing, and failure to deliver pacing were observed, so the cardiac resynchronization therapy pacemaker (crt-p) was programmed for asynchronous pacing. The crt-p was also programmed to turn off daily measurements, threshold tests, etcetera due to the unconventional configuration of the system. This rv lead remains in service, although it is plugged into the lv port of the device.